Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (operational problem): based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage or not detect a nonconformance of the lens. Physician report does not indicate that any exceptional event or condition would have resulted in the excessive vaulting of the lens. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Event problem and evaluation codes: patient code: (B)(4) method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -11.5 diopter, in the patient's eye. The lens was explanted due to vaulting and was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.